Manufacturer narrative:
Section a: patient information not provided section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the customer called to say that the centrimag motor was not getting to the fixed speed. Another motor was tried on the console, and it worked as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag motor not getting to the fixed speed was confirmed via evaluation at the service depot. The returned centrimag motor (serial number (B)(6) was connected to a test loop. While adjusting the pump speed to 900 revolutions per minute (rpm), a ¿motor disconnected: m2¿ alarm activated on the console display. The pump impeller did not spin, and the alarm was unable to be cleared on the console. The motor was deemed not suited for clinical use and cannot be repaired. The customer requested the return of the motor, and the unit was sent back to the customer site. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number (B)(6), and the motor was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The centrimag blood pump with centrimag acute circulatory support system for extra corporeal membrane oxygenation (ECMO) operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag operating manual, section 10 entitled "emergency and troubleshooting", states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The centrimag operating manual, section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts", covers all alarms (auditory and visual), including motor related alarms, and the appropriate actions to take if the issue does not resolve. Additionally, visual inspection revealed kinks in the motor cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the motor was being used on a patient at the time of the event. There was no adverse patient-related effect due to the motor dysfunction alone. There was an alarm for "set pump speed not reached: m5".